Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 4968, implant: (B)(6) 2010. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had a sudden increase in thresholds and were high. It was also reported that the ra lead impedance increased and was high. The patient will be evaluated and the lead remains in use. No patient complications have been reported as a result of this event.